Manufacturer narrative:
Literature citation : tooru sasaki, et al. "Our experience with cases that required spinal reconstruction after percutaneous vertebral surgery". 1408-01; 08/14/2014. Mean age, 73.8 years. 3 women, 2 men. (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 5 patients underwent either balloon kyphoplasty procedures (bkp) or percutaneous vertebroplasty procedures (pvp) over a three year period. Three patients underwent pvp and the remaining 2 patients underwent bkp in this study. According to the author, "there was pathology that required revision surgery in all cases, comprising pseudoarthrosis and severe vertebral instability associated with cement dislodgement (n=2)." As revision surgery, reconstruction was operated via combined anterior and posterior approach or posterior approach alone. The mean intraoperative blood loss was 1660 ml. The mean operative time was 6 hours and 10 minutes. No patients had received treatment for osteoporosis before visit to the hospital. The type of cement used in these patients was not specified in the abstract.